Manufacturer narrative:
Correction made to d4: unique identifier (UDI) #: (B)(4)(previously submitted as (B)(4) additional information. B5: during follow up, it was reported that the leak occurred at the connection point. The patient tried to reconnect again; however, it was still leaking on the connection point. H11: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. The photograph was reviewed and did not show visual evidence of the reported problem. The actual sample was not returned for evaluation so there was not enough information in the photo to duplicate the event or determine if the product failed or met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tip of the connection (patient connector) of a minicap transfer set leaked. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.